Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: occurred due to faulty ignitor. As to the cause of the defect, the device might have been broken because the circuits board was affected due to stress such as heat or humidity. However, we could not identify a cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the lamp no longer ignites when starting the xenon light source. There were no reports of patient involvement.